Event description:
A pt reported experiencing inaccurate erratic results with fasttake meter. The pt's blood glucose results were 500, 158 and 140 mg/dl. Tests were done within 10 minutes. No further info has been reported.